Event description:
It was reported on 09-apr-2026 that the patient's infusion set tap was not sticking and the cannula to become bent due to infusion set shift. The bent cannula resulted in insulin flow blockage and elevated blood glucose levels.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.